Event description:
The deltapaq coil was impossible to detach. There was no patient consequence as a result of the issue. The surgeon used another like device and changed the coil to perform the procedure; which ended without further issue.

Manufacturer narrative:
The dcb, the connecting cable, and the microcatheter were not returned. The resistance was marked yes in the form. The coil was returned unsheathed and entangled. Located 5 mm off the distal tip of the dpu is an approximately a 30 degree kink to the wires. The detachment fiber did not receive heat and melt. The coil was returned damaged at the first secondary loop off the ball tip, however a copious amount of contrast was found adhering to the coil. Exposure of only the resistive heating coil to ultrasonic moved the resistance form a static 0.0 ohms to a floating m ohms of 8.55m to > 202.21 m ohms in a floating condition. Removal from the ultrasonic brought the ohms back to a static 0.0 ohms. Manual manipulation of the resistive heating coil moved resistance from a static 0.0 ohms to a > 25.15 m ohms in a floating condition. The resheathing tool was found to have been advanced over the proximal end of the green introducer. The most likely root cause of the coils nondetachment was due to a fracture of the solder joint junction inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components had an additional contribution to the complaint event. It was stated that there was resistance inside the microcatheter. The evidence suggests that contrast may have been a contributing factor to this resistance. However; without the return of the unidentified microcatheter used in the procedure; it cannot be determined if this component contributed to the resistance reported inside the microcatheter. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends;¿ to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿although not related to the complaint; it was found that the resheathing tool was advanced over the proximal end of the green introducer . For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ based on the information and the analysis, the event was confirmed, however the circumstances of how and where the damage occurred are unknown. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.